Manufacturer narrative:
The sample was collected in 4ml bd vacutainer tube and stored at room temperature for few hours before processing in the primary mode. Controls were run immediately prior and after the incident and recovered within assay limits. A field service engineer (fse) was dispatched on (B)(4) 2011 and noticed that the red blood count (rbc) aperture electrode was loose and replaced it. The fse suggested that the possible cause was a faulty circuit card pertaining to the platelet count. The fse ordered and returned to site to replace 3 circuit cards associated with platelet processing and checked calibrations. The fse suggested that customer set up delta checks rules in remisol on the platelet parameter to try and capture any future episodes. Root cause is unknown to date. Per labeling, beckman coulter inc does not claim to identify every abnormality in all samples. Beckman coulter inc suggests using all available flagging options to optimize the sensitivity of instrument results based on your patient population.

Event description:
A customer contacted beckman coulter inc (bci) stating that the coulter lh 780 hematology analyzer generated erroneously high platelet (plt) results with an operator-defined flag on a single patient sample. The erroneously high plt results were reported out of the laboratory. The customer questioned the results because the results obtained were not consistent with the patient's history (lower platelet counts). The sample was re-analyzed on (B)(4) 2011 and recovered the expected lower platelet results and amended reports were issued. There was no death, injury, or affect to patient treatment that attributed to this event.